Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional (hcp) reported the cause was determined that the patient accidentally turned it off. Steps taken for resolution was that the company instructed properly. Issue resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient called back and states they are trying to connect but are seeing they need to connect to a serial number. Pt services walked pt through general smart programmer use. Pt had also re-reported that they never really had much success with the therapy and that they have difficulties getting the equipment to connect to the ins. Pt states they see not device found and to retry. Pt states if they start walking or do exercise, they leak. However, if they cough, sneeze or laugh, they are fine. Pt asked about compatibility info on plasma injections in lower back and radio frequency ablation. Pt services reviewed info and pt will plan to call pt services back to help troubleshoot communication issue when wife is available to assist. The patient called back and reiterated they were trying to connect to their stimulator (that they'd tried 20-30 times already,) and their spouse tried as well but they've had no success. The patient stated they were seeing a "no device found" message even though they were about an inch under the incision, and they could feel the implant under the skin. Patient services reviewed the external device with the patient, and it was determined the patient was in the incorrect application. The patient entered the correct interstim x mytherapy application, and they were able to connect to see their settings. The external devices were functioning as intended. The therapy had been off, so the patient turned it on and increased the stimulation. The patient stated if they had the therapy up as high as 80%, they never felt the stimulation and that their managing health care provider (hcp) had told them to not have it up so high because the high level would drain the battery faster, so the patient had turned the stimulation down to a lower level. The patient stated it was the same for their current implant and that they'd tried all the programs. Patient services redirected the patient to follow up with their managing health care provider (hcp) about their concerns and to discuss next steps. Patient services also reviewed the potential for having a reprogramming session at the hcp office. The patient stated they would speak with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.